Manufacturer narrative:
The reported communication issue was confirmed. Analysis of the returned ipg found it communicated with all lab utilities and had no bonding issues. However, x-ray of header revealed that the antenna was broken. The event details stated that the patient had a history of falls, but it could not be ascertained as to when or how the antenna was broken.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg is exhibiting issues communicating with external devices. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.